Event description:
Event description boston scientific received information that this caller noted several inappropriate atrs. Noise could be reproduced during maneuvers. Impedance measurements have been fairly consistent. Atrial impedance is currently at 520 ohms, however, the lead safe switch (lss) had been triggered on the atrial channel. , call response:, ts advised that the current measurement is a unipolar measurements and asked if the patient is pacer dependent. Caller states no. Ts had caller reset the lead switch and perform lead impedance measurement on the diagnostics screen, lead impedance returned to 720 ohms. Ts advised that there may be an issue with the lead and to discuss with physician.